Event description:
Additional information received indicates that surgical intervention took place wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced no relief from the drg system since implant, although the patient had adequate coverage. As such, surgical intervention may take place at a later date to address the issue.